Event description:
Patient stated, "I am having problems with my leads. My doctor's don't seem too worried about it, but I am!" (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).